Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was returned for inspection and repair. Follow up was inconclusive in determining whether or not there was patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the malfunction was caused by a defective main printed circuit board and lead connector. (B)(4).